Event description:
Reportedly, the lead was capped and abandoned in the body. Noise had been observed in the lead previously.

Event description:
Reportedly, the lead was capped and abandoned in the body. Noise had been observed during follow-ups.

Manufacturer narrative:
Since no patient files (x-ray/fluoroscopies or cso) were provided, the reported sensing issue (noise) could not be confirmed with certainty. As the suspected lead was not returned (abandoned inside the patient), it is impossible to conclusively confirm/identify the reported issue. This case is retained and utilized for trending purposes.